Manufacturer narrative:
The device was not been received. Once the device is received a supplemental will be submitted. (B)(4).

Event description:
Medtronic received report that during an aneurysm embolization procedure, the avigo guidewire was navigating through tortuous anatomy of the cavernous segment when the guidewire suddenly broke. The target location was in the clinoid segment. The avigo guidewire was reported to have been completely removed from within the patient. The device was reported to have been prepared as instructions for use and there was no visible damage prior to use. . The guidewire was reported to have been hydrated for 90 seconds. The physician did slightly shape the guidewire's tip. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
Only a small segment of the avigo guidewire was returned for analysis. The guidewire was found to be bent at the proximal and distal tip. The segment was then sent out for scanning electron microscope (sem) analysis. Based on the device analysis from sem and the examination of the wire, the report was confirmed. The failure mode is consistent with torsional overload which is indicated by the significant necking/thinning visible at the fractured end. It is possible that the tortuosity of the vessel may have contributed to the reported event. Attempts were made to obtain the remainder of the guidewire; however, the attempts were unsuccessful.